Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information there was the possibility that the reported phenomenon was attributed to the excessive impact being applied to the air/water/instrument channel connector or the accumulation of the stress due to the user handling or some timing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a reprocessing, the air/water/instrument channel connector (gray) in the reprocessing basin of the subject device was broken. A field service engineer visited the facility and replaced the parts and completed the repair onsite. There was no report of patient injury associated with the event.